Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre reader would only power on while connected to the data cable and she was therefore unable to obtain readings. Customer self-presented to a hospital for chest pains and was told there "it was her sugar levels" and received unspecified treatment. No further details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader all tests prior to release. DHR's verified that the correct cable was part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre reader would only power on while connected to the data cable and she was therefore unable to obtain readings. Customer self-presented to a hospital for chest pains and was told there "it was her sugar levels" and received unspecified treatment. No further details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.